Event description:
It was reported that the patients ipg would no longer charge. The patient underwent a revision procedure wherein the ipg was replaced with a non- rechargeable device. The patient was doing well post-operatively and the explanted device will not be returned. No device malfunction was suspected.

Manufacturer narrative:
Block b3: exact date unknown, event occurred 2 months ago from date manufacturer was made aware.